Manufacturer narrative:
Internal report # (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-134: user has low glucose value. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for low blood glucose test results compared to another device. Son is calling on behalf of the customer. Son also reported past adverse event, stating that six days ago, on (B)(6) 2019, customer had been hospitalized. Customer had been unresponsive, and son had called the ambulance. Customer had performed a blood glucose test on the customer using the meter and had obtained a result of 196 mg/dl fasting. When the ambulance arrived two minutes later and performed a blood test using their meter, they had obtained a result of 498 mg/dl fasting. At the hospital, customer was diagnosed with high blood glucose, heart problems and sleep apnea. Son did not remember what treatment the customer received while in the hospital. Son stated when at the hospital, customer's blood glucose had come down to in the 80's mg/dl. Customer had been discharged from the hospital on (B)(6) 2019. No new medications were suggested. No additional blood tests had been performed using the meter. At the time of the call the customer reported feeling weak. Medical attention was not needed at the time of the call, son stated customer was at home with a nurse. Son did not know the customer's expected blood glucose test result range. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 11/27/2020 and test strips were opened three weeks ago. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) sections with additional information as of 14-may-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Internal report # (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-55: user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for low blood glucose test results compared to another device. Son is calling on behalf of the customer. Son also reported past adverse event, stating that six days ago, on (B)(6) 2019, customer had been hospitalized. Customer had been unresponsive, and son had called the ambulance. Customer had performed a blood glucose test on the customer using the meter and had obtained a result of 196 mg/dl fasting. When the ambulance arrived two minutes later and performed a blood test using their meter, they had obtained a result of 498 mg/dl fasting. At the hospital, customer was diagnosed with high blood glucose, heart problems and sleep apnea. Son did not remember what treatment the customer received while in the hospital. Son stated when at the hospital, customer's blood glucose had come down to in the 80's mg/dl. Customer had been discharged from the hospital on (B)(6) 2019. No new medications were suggested. No additional blood tests had been performed using the meter. At the time of the call the customer reported feeling weak. Medical attention was not needed at the time of the call, son stated customer was at home with a nurse. Son did not know the customer's expected blood glucose test result range. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 11/27/2020 and test strips were opened three weeks ago. The meter memory was reviewed for previous test result history: result 1: 196mg/dl, date: (B)(6) 2019, time: 1:05pm fasting. Result 2: 236mg/dl, date: (B)(6) 2019, time: 12:08pm fasting. Result 3: 373mg/dl, date: (B)(6) 2019, time: 10:02am fasting. Result 4: 342mg/dl, date: (B)(6) 2019, time: 7:56am fasting. Result 5: 348mg/dl, date: (B)(6) 2019, time: 7:43pm fasting.

Event description:
Consumer reported complaint for low blood glucose test results compared to another device. Son is calling on behalf of the customer. Son also reported past adverse event, stating that six days ago, on (B)(6) 2019, customer had been hospitalized. Customer had been unresponsive, and son had called the ambulance. Customer had performed a blood glucose test on the customer using the meter and had obtained a result of 196 mg/dl fasting. When the ambulance arrived two minutes later and performed a blood test using their meter, they had obtained a result of 498 mg/dl fasting. At the hospital, customer was diagnosed with high blood glucose, heart problems and sleep apnea. Son did not remember what treatment the customer received while in the hospital. Son stated when at the hospital, customer's blood glucose had come down to in the 80's mg/dl. Customer had been discharged from the hospital on (B)(6) 2019. No new medications were suggested. No additional blood tests had been performed using the meter. At the time of the call the customer reported feeling weak. Medical attention was not needed at the time of the call, son stated customer was at home with a nurse. Son did not know the customer's expected blood glucose test result range. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 11/27/2020 and test strips were opened three weeks ago. The meter memory was reviewed for previous test result history: result 1: 196mg/dl date:(B)(6) 2019 time: 1:05pm fasting , result 2: 236mg/dl date: (B)(6) 2019 time: 12:08pm fasting, result 3: 373mg/dl date: (B)(6) 2019 time: 10:02am fasting, result 4: 342mg/dl date: (B)(6) 2019 time: 7:56am fasting, result 5: 348mg/dl date: (B)(6) 2019 time: 7:43pm fasting.

Manufacturer narrative:
(Manufacturer narrative f, corrected data t) internal report (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-55: user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.